Manufacturer narrative:
The service repair technician (srt) removed the gut assembly and checked for evidence of leakage from the gut bearing. The bearing was not leaking. He checked for evidence of bearing fluid on the pulleys and encoder ring and none was found. He cleaned the reinstalled the pulley and encoder ring. He installed a new drive belt and completed the preventative maintenance procedure. The unit operates to manufacturer's specifications and will be returned to clinical use. No additional action will be taken at this time.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there were four belt slip errors on the roller pump. There was no pt involvement.